Manufacturer narrative:
The device history record (DHR) review shows no issue was detected during the manufacturing process. Samples were received at the manufacturing facility for evaluation. The samples were received in the original packaging. Visual and functional evaluations were completed on the returned product and leaking was observed at the connection between the cross spike and tubing line. The reported condition was confirmed and is found to be related to a manufacturing/production process. The root cause and corrective/preventative action plan (CAPA) will be addressed and documented through a formal investigative CAPA.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported the feeding set was leaking at the purple spike.